Manufacturer narrative:
Beckman coulter customer technical support specialist assisted the customer troubleshoot the au5800 chemistry analyzer over the phone. The cts was unable to resolve the issue and service was dispatched. A field service engineer was dispatched onside to evaluate the au5800 chemistry analyzer and identified the failure mode as multiple hardware malfunction. The fse found defective reference (ref) valve and two (2) defective buffer valves. The fse replaced the ref valve and the buffer valves to resolve the issue. The fse performed system verification successfully. No further issues were reported, and the customer was satisfied. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Section e1 initial reporter phone number is (B)(6). Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous low sodium (na) on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided a verbal example of false results.